Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir had a protruded septum and looked as though there was a blemish on it. Customer's blood glucose was 500 mg/dl. Customer changed infusion set and reservoir and blood glucose began to lower. Customer was advised that reservoir would be replaced.

Manufacturer narrative:
The reservoir was returned without the snap cap, septum, plunger and stopper, only the reservoir barrel; unable to perform the pre fill test or prime test due to the reservoir was partially returned.